Event description:
It has been reported that the AED is not passing it's self tests stating the pads cartridge is no longer recognized. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).